Event description:
It was reported that the patient was not receiving effective therapy due to possible lead migration. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.